Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3 syringes of juvéderm volux¿ xc in the jawline product was placed along the periosteum. Nine days post injections, the patient underwent a routine dental cleaning. Five days later, the patient ¿presented with a palpable nodule along the right jawline in the region of the masseter/gonial angle. Findings were clinically suggestive of filler migration. The left jawline was unremarkable. Patient denied systemic symptoms.¿ the patient was treated with 0.5 vials of hylenex® mixed with 0.2 ml sodium bicarbonate and 0.2 ml 2% lidocaine. Injected directly into the nodule. About one month later, the patient reported progressive enlargement of the affected area associated with a sensation of pressure against the teeth and onset of pain. Two days later, the patient was evaluated by their primary care provider. Ultrasound and CT imaging were obtained. Imaging reportedly demonstrated retained filler material and slight lymph node swelling. The following day, the patient ¿reported localized tenderness at the site of the nodule. Pain was present but described as mild.¿ approximately one week later, the patient's primary concern was intermittent swelling resulting in lower facial asymmetry. That day the patient was treated with doxycycline 100 mg orally twice daily for 14 days. The following day, the patient reported improvement in swelling since initiation of doxycycline. Examination demonstrated persistent palpable nodularity at the right gonial angle. The patient was treated with 1 vial of hylenex® mixed with 0.2 ml lidocaine and 0.2 ml sodium bicarbonate. Six days later, the follow-up photographs demonstrated improved facial symmetry and resolution of the previously palpable nodule. Patient reported that the "ball of filler" was no longer palpable. Six days later, the patient submitted updated photographs demonstrating recurrence of swelling involving the right lower face. Patient reported that the palpable nodule had reappeared despite compliance with the prescribed doxycycline regimen. The following day, the patient returned for in-person evaluation. The examination findings included; persistent palpable nodule at the right jawline/gonial angle, swelling improved. Tenderness with palpation and yawning. The patient was treated with 3.5 vials of hylenex® mixed with 0.2 ml lidocaine and 0.8 ml sodium bicarbonate injected in the nodule. The clinical assessment included; palpable nodularity, intermittent swelling, facial asymmetry, localized tenderness, sensation of pressure against adjacent dentition and mild regional lymphadenopathy identified on CT imaging. Symptoms are ongoing.